Manufacturer narrative:
(B)(4). Upon receipt of additional information. It has been determined, that this device did not cause or contribute to the reported event. The head and stem will be voided, since the liner fracture likely led to other issues.

Event description:
Upon receipt of additional information. It has been determined, that this device did not cause or contribute to the reported event. The head and stem will be voided, since the liner fracture likely led to other issues.

Manufacturer narrative:
Cmp- (B)(4). Concomitant medical products: biomet e-poly 36mm +3 maxrom lnr sz23 cat#ep-108223. Unknown stem, unknown shell, unknown locking ring, unknown screws (qty 2). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02205, 0001825034-2020-02206.

Event description:
It was reported that a patient underwent an initial tha 7 years ago. Subsequently, the patient underwent a revision due to a cracked liner and metallosis. A new locking ring, liner and ceramic head with plus 3 adapter were implanted during revision. Patient fell previous to revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.